Manufacturer narrative:
The manufacturing facility received the actual sample for evaluation. Sample analysis: a visual analysis using a microscope was performed and the cassette film was observed to be damaged in two places. One close to the valve cavity and one close to the sensor cavity. A functional leak test was then performed to the cassette by introducting colorant solution and the cassette leaked from the pinholes on the cassette film. Conclusion: the complaint is deemed as confirmed; the cassette leaked from the pinholes on the cassette film. No further investigation required, event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient reported a leaking cassette. There is no report of patient ill effect. The sample is available for evaluation.